Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's hip was revised. As reported by rep "removal of constrained liner because of dislocation." A 50mm cemented constrained liner was revised to a 50mm all poly constrained liner.